Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the stylet was seen protruding through the groshong catheter was confirmed but the cause is unknown. The 4fr s/l groshong catheter was returned with the stylet inlaid. The catheter contained red dried residue throughout the sample, indicating use. The inlaid stylet contained a singular bend near the distal end, 0.8¿ from the distal end of the stylet. When an attempt was made to flush the returned catheter with water, the catheter was patent to infusion. No leaks were detected when the sample was hydraulically pressurized. Microscopic examination of the valve revealed it to be slightly jagged. A tear in the valve was seen at the distal end of the valve. Microscopic examination of the stylet revealed that the distal weld tip was present on the stylet, as per design. The outer diameter of the stylet was measured and found to meet the device specifications. The distance between the distal end of the stylet and the groshong valve was also measured and confirmed to meet the device specifications. A radiographic image and three photos were also returned for evaluation of this complaint. The radiographic image showed what was consistent with an inserted catheter with the stylet protruding through the catheter. The first photo was of the product packaging while the secondary and tertiary photos were close-up photos of the groshong catheter. The photos showed a longitudinal split in the catheter shaft. The location of the split in relation to the distal end of the device could not be determined from the returned photo but the characteristics of the split appeared consistent with the manufactured valve in the catheter. The bend in the returned stylet indicated potential difficulty when threading the device through the vasculature. The lack of a leak in the catheter and the damage seen on the valve indicated that the stylet likely exited through the valve of the catheter. However, the exact cause of this event is unknown at this time. Possible contributing factors could include the patient¿s vasculature and/or the insertion technique.

Event description:
It was reported that today after catheter insertion when they check in c-arm they found stiffening stylet gone in other direction and catheter in other direction. Then they have to remove the catheter and later they check the catheter they found a tear in the distal end of the catheter.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redz0664 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that today after catheter insertion when they check in c-arm they found stiffening stylet gone in other direction and catheter in other direction. Then they have to remove the catheter and later they check the catheter they found a tear in the distal end of the catheter.